Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2013, the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as a touch contamination. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient received unknown intraperitoneal antibiotics for the peritonitis episode. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report the patient was recovered from the peritonitis and hd therapy was ongoing. No additional information is available.